Event description:
An impella 5.5 device was placed via a right axillary surgical graft access to support a 37-year-old male patient admitted with cardiomyopathy, presenting in society for cardiovascular angiography and interventions shock stage e, while receiving inotropic and vasopressor support. On the fourth day of impella 5.5 support, the patient developed a postoperative chest bleed. During this time, the impella pump exhibited intermittent suction alarms, prompting the clinical team to evaluate pump position. The axillary graft site was also observed to have bleeding at the anastomosis. Despite the bleeding, no blood product replacement was required, as the patient¿s hemoglobin level remained satisfactory and the patient remained on support. When the impella performance (p) level was adjusted, the suction alarms resolved. The field representative responded that impella flows were completely normal for the (p) performance level. The reported bleeding is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. With impella explant, the field representative reported that the patient received an left ventricular assist device.

Manufacturer narrative:
Complaint coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Additionally, the clinical narrative was revised and captured to b5 event description. Other correction(s): d1 brand name was corrected accordingly. Investigation summary: the device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the access site adverse event could not be determined due to insufficient clinical information and no return of the device. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Event description:
An impella 5.5 was placed via the axillary graft access to support the 37 year old male patient. He was admitted in with cardiomyopathy, presenting in scai stage e shock on inotropes and vasopressors. On thee 4th day of support the patient had a postoperative bleed in the chest. The pump was having intermittent suction alarms and this prompted the team to evaluate pump position. The axillary graft site was also observed to be bleeding at the anastamosis. There was no need for blood product replacement as the hemoglobin level was satisfactory. When the p-level was adjusted the suction resolved. The pump remains on for support and the anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b: added explant date. H6: updated status of device based on additional information. Additional information: pump was not saved. â flows were completely normal for p-level.